Event description:
It was reported that stent damage occurred. The 80-90% stenosed, 38mm in length target lesion was located in the moderately tortuous and calcified, 3.5mm in diameter left anterior descending (lad) artery. A 28 x 3.50 promus premier drug-eluting stent was advanced to treat the lesion. However, when the stent was in lad, it was noted that the middle of the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 28 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the mid-section of the stent with stent struts lifted and misaligned. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80-90% stenosed, 38mm in length target lesion was located in the moderately tortuous and calcified, 3.5mm in diameter left anterior descending (lad) artery. A 28 x 3.50 promus premier drug-eluting stent was advanced to treat the lesion. However, when the stent was in lad, it was noted that the middle of the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.